Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, atrial lead dislodgement was observed on (B)(6) 2020. The lead was repositioned on the same day. In late (B)(6) 2020, poor atrial sensing and high capture threshold were noted on the atrial lead, and lead dislodgement was suspected. Programming change was made at this time. During the time between (B)(6) 2020 and (B)(6) 2020, lead dislodgement was confirmed via chest radiography. On (B)(6) 2020, the atrial lead was explanted and replaced. The patient¿s condition was stable.